Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator displayed an error code. During the evaluation of the device at a third party service center, the device failed a step during testing. The device's oxygen blending module board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator displayed an error code. The device was not in patient use. The device has yet to be received by the manufacturer for investigation. A follow up report will be filed when the investigation is complete.